Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v986836, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is alzheimer's disease had possible suicidal ideation starting on (B)(6) 2014. The event was life threatening. The suspected cause was patient condition. It was unknown if it was related to the study or programming. Corrective action included medication addition, discontinuation or dosage change along with psychiatric referral. The event had resolved.

Event description:
Additional information received reported medication changes were citalopram was decreased from 40mg per day to 20mg per day and added risperaone 0.5mg per day.